Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter indicated that the pump had audible tones but the display screen remained blank. The reporter indicated trying multiple batteries without resolving the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/21/2013: the device was returned to animas and evaluated by product analysis on 07/25/2013 with the following results:powered the pump on and the display is blank. Opened pump case and saw the display is cracked. Replaced with test display which is clear and legible. The keypad was torn over the up, down, and contrast buttons. Cannot test functionality of keypad due to the blank display. Removed the keypad and found the contrast button contact missing as well as contamination under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.